Event description:
A malfunction alarm occurred, identified as malfunction code 12. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer had not addressed high bg at time of trouble shooting but was preparing to do a manual insulin injection. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction did not recur. It was determined the customer could continue using the pump.